Manufacturer narrative:
UDI: unknown. Part number, all 3 attempts to obtain product were unsuccessful, UDI unavailable. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
7x40mm screw was removed and a 9x45mm screw was attempted at s1. No tapping occurred and screw was going in fine until very end. Surgeon attempted to back out screw, the driver broke and subsequently head sheared off.